Event description:
Oversensing; both leads are pacesetter 1488t programmed unipolar sensing and pacing with low impedances. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).